Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the ipg site. Lead migration was confirmed through x-ray. No device malfunction was suspected. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and leads were replaced for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial (B)(4), description: linear st lead, 50 cm.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and leads were replaced for an unknown reason.